Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a recurring motor error alarm. Blood glucose level at the time of the incident was 300 mg/dl. The customer stated that the insulin pump's drive support cap appears normal. Customer also reported the device was exposed to high magnetic fields. Customer was unable to rewind the device. The alarm history contains motor error alarm and motor position encoder error in the last 30 days. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify the motor position encoder error alarm due to motor error alarms. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, scratched reservoir tube window, stained address/serial number label and stained end cap sticker.